Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial peroneal trunk using a lightning aspiration tubing (lightning) and a penumbra engine (engine). During the procedure, the lightning unit would not turn on once it was plugged into the engine. To troubleshoot, the engine was switched; however, the lightning would only work when holding its electric cables at a certain angle. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same second engine. It should be noted that there was no alleged deficiency to the first engine. There was no report of an adverse effect to the patient.